Event description:
It was reported that an unspecified malfunction alarm occurred. Multiple follow up attempts were made to obtain additional information; however, a response was not received. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.